Event description:
It was reported that the device was used during a laparoscopic gastric bypass. When the surgeon closed the device atb45 a babcock was partially in the jaws. The device closed and locked without any difficulty. He attempted to reposition the device but the device would not open, so the surgeon went ahead and fired the device. The device still would not open. The device was partially opened with graspers. Additional time was required to repair it and the case was completed.